Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed due to receiver does not power on. The logs could not be downloaded due to receiver does not power on. The receiver was opened and an internal visual inspection was performed and failed due to moisture damage. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.